Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting was observed during use of a flo-guard blood set. The event was observed 2 hours into a blood transfusion. The baxter pump alarmed and the nurse went to review the set up. The cannula was unable to flush and clots were observed in the cannula and lower chamber of the set. There were no clots in the blood bag or in the filtered chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured in july 2025. H11: the actual device was not available; however, retention samples were evaluated. Retention samples were visually inspected and no obvious issue/damage were detected; the samples were conforming per product specifications. The retention samples were air/leak tested and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.